Event description:
The customer reported via phone call indicating that the insulin pump had an a21, a47, and a17 alarm. Customer's blood glucose was 345 mg/dl. The troubleshooting was performed. Customer was advised and explained the cause of alarm. The insulin pump is working as designed. Customer was advised to have additional training in using the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.